Event description:
The patient was supported with an extracorporeal blood pumping system for biventricular support. The perfusionist reported that the nurse heard an alarm and saw that the device was showing to be in a low flow situation. When the nurse pulled back the sheets, she could see that the cannula had split and patient was exsanguinating into the bed. A full code was started and all lines were clamped. When they tried to reinitiate the cmag they were unsuccessful due to low volume and a suction event occurred. Patient expired on (B)(6) 2013.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.